Event description:
Spontaneous call from pt's mom to change her daughter's tubing and pump this morning. The new pump (serial number unk) started buzzing but didn't produce error code. She switched to another pump and the same thing happened. She didn't change tubing or anything but she put the 3rd pump on pt that pt was wearing prior to tubing change and pump worked fine. She doesn't have serial numbers because she is at work now. Her daughter started vomiting - no further info available. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? Unk - vomiting. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.